Event description:
It was reported that syringe 0.5ml 31ga 6mm 10 bag 500 sla needles were loose. This was discovered during use. The following information was provided by the initial reporter: the client was in contact to report that for at least two months he had a problem with the bd ultra fine needle. The first time when the cap was opened the needle was loose, the other times the angle of the needle is bent. There are 3 needles that presented the problem.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9140639. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200826647] noted that did not pertain to the complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10 bag 500 sla needles were loose. This was discovered during use. The following information was provided by the initial reporter: the client was in contact to report that for at least two months he had a problem with the bd ultra fine needle. The first time when the cap was opened the needle was loose, the other times the angle of the needle is bent. There are 3 needles that presented the problem.